Event description:
It was reported that the high voltage coil lead impedance was elevated high. Follow up information was received and indicated the parameter on the lead was reprogrammed and the issue had been resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.